Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and a random access memory (ram) chip memory error occurred. A write to locked ram power on reset occurred on (B)(6) 2010. Additionally, the device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that a power-on reset of the device occurred during the patient's therapeutic radiation treatment. It was subsequently reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that a power-on reset of the device occurred during the patient's therapeutic radition treatment. The device is still in use. No patient complications have been reported as a result of this event.